Event description:
Mobilizzazione protesi asettica ginocchio sx a causa di rottura vite di bloccaggio dell'inserto in polietilene.[customer] mobilization of aseptic left knee prosthesis due to breakage of polyethylene insert locking screw. [Translation via deepl] [customer]

Event description:
Mobilizzazione protesi asettica ginocchio sx a causa. Di rottura vite di bloccaggio dell'inserto in polietilene. [Customer]. Mobilization of aseptic left knee prosthesis due to breakage of polyethylene insert locking screw. [Translation via deepl]. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.